Event description:
Information received indicates the valve was abandoned at implant due to incorrect product size relative to the device packaging. The valve was intra-operatively replaced due to poor fit, as noted by the hcp, with no patient complication reported.